Event description:
It was reported a revision surgery was performed due to a loose patella.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed part. A lab analysis indicated that bone cement was adhered to the bone interfacing surface, and the surrounding material had dents and gouges within it on the bone contacting surface. Slight scratches were shown on the articular surface, which may have been caused by wear from third party particulates in vivo or by removal of the implant. Material damage on either side of the patella as well as bent posts may have been a result of movement of the implant in vivo or caused during extraction. No material or manufacturing defects were observed in the course of this investigation. A clinical analysis indicated that based on the available information, the root cause for the patella "loosening" cannot be concluded at this time. Should any relevant information become available this complaint can be re-assessed. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.